Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxl 800 access immunoassay system.a patient sample when tested for accutni gave a result of 1.73ng/ml and upon repeat after re-centrifugation, it gave a result of 0.07ng/ml. Another sample was obtained from this patient and tested on a different instrument upon which it gave a result of 0.03ng/ml.another patient gave an accutni result of 6.92ng/ml and a result of 0.01ng/ml upon repeat after re-centrifugation. A second sample obtained from this patient gave a result of 0.02ng/ml. A third patient gave a result of 12.31ng/ml and a repeat result of 0.02ng/ml after re-centrifugation. A fourth patient upon testing gave an accutni result of 0.16 but repeated at 10.18ng/ml.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in a green top tubes and centrifuged for 10 minutes. Qc was within specification prior to the erroneous results. Some qc imprecision was observed on the day of the event.system check was performed which failed.a field service engineer (fse) was on-site. Fse reseated all the aspirate probes after observing that one probe was not seated correctly into the wash arm. The system check and qc was then repeated which all met specifications.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.